Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what was the grade of hemorrhoids? No further information is available. Were the hemorrhoids circumferential or in specific quadrants? Please describe. No further information is available. What is the surgeon¿s experience with the pph procedure? No further information is available. What is the surgeon¿s experience with the pph device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? No further information is available. Was a complete washer transection confirmed? No further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? No further information is available. If so, please describe the shape and location. What is the current patient status? The bleeding was stopped without the treatment. The hemorrhoids was recovered and the patient is stable." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, bleeding occurred. The amount of bleeding was unknown. No blood transfusion was performed. The half of anastomosed site was at the back of mucosa, and another half of it was at the skin side of the anal crypt. There is a possibility that it causes pain from the anastomosed site of the skin side. Additional hand suture was performed to complete the case. The patient is a female, and she is still hospitalized. No further information is available.